Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported on (B)(6) 2016 the white hub fell off the power injectable line device that was implanted on (B)(6) 2016. A new line was used to rectify a section of the device did not remain inside the patient's body. The patient did require an additional procedures due to this occurrence: a new line had to be put in . According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
(B)(4). Investigation - evaluation a review of the specifications and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device reported that 31.5cm of the catheter remained. One of the clear extension tubing has separated from the white hub. The device was returned with a white cap on the purple hub. The line split at the molded junction between hub and catheter. A review of production documentation did not observe any specific issues with current manufacturing controls that may have contributed to this incident. The lot number of the device is not known, accordingly a review of the device manufacturing records could not be conducted. Based on the information provided, examination of the returned product and the results of our investigation, a definitive root cause could not be determined.

Event description:
It was reported that on (B)(6) 2016 the white hub fell off the power injectable line device that was implanted on (B)(6) 2016. A new line was used to rectify. A section of the device did not remain inside the patient¿s body. The patient did require an additional procedures due to this occurrence: a new line had to be put in . According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.